Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was being performed when the issue occurred and was completed by moving the patient to another room, with a delay of less than 20 minutes. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to produce x-rays. Upon troubleshooting, the fse found that the ippc was defective. The supplier's part analysis could not confirm the cause of ippc failure but found other failure as faulty motherboard. To resolve the issue, the fse replaced ippc and reloaded the software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The user performed restarts, but the issue persisted. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.